Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: bilateral rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as fold flaw opening. Hematoma-ndr: not applicable as the event is not related to the device. Additional observations: crease fold, wear abrasion and stress marks observed on the device. Yellow particles observed in the gel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6.

Event description:
The device was explanted. Then healthcare professional reported right side post operative hematoma (non device related).